Event description:
It was reported that there was far-field r-wave oversensing (ffrw) noted on a remote monitoring transmission. When the patient came to the office, no ffrw was seen. The polarity was changed to unipolar and ffrw was noted. Additional non-physiologic senses and noise were also noted. Sensitivity was reprogrammed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).